Event description:
Status post bilateral subglandular inframammary gels (unknown size/type/MFR-no records). Pt reports this was for augmentation and they became hard within 6 months. There has been minimal change other than harder and more painful, no decrease in size or history of trauma. Pt developed systemic symptoms within a few months of symptoms and was hospitalized for a month. Given diagnosis of myasthenia gravis. Symptoms include arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbance, sore throats, hot flashes/sweats/chills, headaches, dental problems, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun/cold/chemicals, sob/cough/costochondritis, choking sensation, skin tightening, hypertension, increased cholesterol, weight gain, gi/gu problems, pelvic pain and easy bruising. Pt is otherwise healthy.